Event description:
It was reported that the customer experienced high blood sugar of 445 mg/dl. The customer treated with an injection. During troubleshooting, the infusion set was removed from his body and the cannula was found to be bent. The customer stated he thought the infusion set had been inserted into a calloused or hardened area. Insertion techniques were discussed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.